Manufacturer narrative:
Manufacturing date:4/20/2017 - 4/21/2017. The device was not returned, however a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the image noted the tubing is wet. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Lot 17d028 was manufactured april 20, 2017 - april 21, 2017. The device was not returned, however a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the image shows that the tubing is wet. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking. This was discovered when the nurse took the folfusor out of the overpouch. The source of the leak was not determined. There were no droplets in the overpouch, no liquid residue on the folfusor bottle, or any residue on the white cap. There was no patient involvement. No additional information is available.